Manufacturer narrative:
Batch review performed on 10 april 2024: lot 2308781: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-jul-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 10 april 2024: reverse shoulder system 04.01.0174 glenosphere 42x27 (k170452) lot 2311735: (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 2028-sep-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 1 month after the primary surgery due to infection. Glenosphere and liner revised.